Manufacturer narrative:
(B)(4).

Event description:
Upon further review, it was determined that the receiver is a non-commercial product line that was not in commercial distribution during the time of event; therefore making this a non-reportable event. Please disregard the complaint reported in MFR# 3004753838-2017-65380.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/12/2017, that on (B)(6) 2017, the patient reported no readings on the receiver for more than 3 hours. No medical intervention was reported. Additional event or patient information is not available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient reported no readings on the receiver for more than 3 hours.